Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that the endoscopic image was not displayed and the error e216 which indicated that the communication between the endoscope and video system center had failed was displayed on the monitor during the preparation before the procedure. The user facility completed the procedure using a similar device. Olympus (B)(4) co., ltd. (Oth) field service engineer confirmed the subject device at the facility, the color bar and the error e226 which indicated that the communication between the endoscope and video system center had failed were displayed on the monitor . Other detailed information was not provided. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to the olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacture history (DHR) of the device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined, however, there was the possibility following as the cause of the reported phenomenon. There was the contact failure between the video connector socket of the subject device and the electrical contacts of the video system center, which was attributed to the bad connection of the subject device and the endoscope, the moisture and/or the foreign material on the contacts. The cable was broken. The subject device was damaged due to the invasion of the water into the subject device and/or the external force.